Event description:
Caller reported an error related to the continuous glucose monitor, specifically cgm error 42. There was no reported impact to the customer¿s blood glucose level. A replacement pump was provided.